Manufacturer narrative:
The sample was received for analysis and the reported inflation issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient, the endotracheal tube cuff did not inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that prior to use on a patient, the endotracheal tube cuff did not inflate. There was no patient involvement.